Event description:
The clinician reported that on the day the dental implant was placed, a failure occurred upon insertion. The device was for forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.